Event description:
On (B)(6) 2021, during a follow up, a patient contact reported to fresenius this 70-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the home therapy program manager, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with alcaligenes (genus not provided), staphylococcus hominis and a white blood cell (wbc) count of 25/mm3. An additional wbc count taken in the hospital on (B)(6) 2021 presented with 2975/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed ceftazidime and a dose of vancomycin (routes, dosages, frequency of ceftazidime and duration not reported) during this hospitalization. The patient was able to undergo pd therapy for the duration of this admission (modality of pd not reported). The patient was discharged to home on 26/dec/2021 with a home prescription of oral levofloxacin at 250 mg daily for 5 days and intraperitoneal ceftazidime at 1000 mg daily for 7 days. Though the root cause of the patient¿s peritonitis was unknown, it was affirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was readmitted to the hospital on (B)(6) 2021 for constipation and for reasons unrelated to the peritonitis infection.

Event description:
On (B)(6) 2021, during a follow up, a patient contact reported to fresenius this (B)(6) old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the home therapy program manager, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on 22/dec/2021 presented with alcaligenes (genus not provided), staphylococcus hominis and a white blood cell (wbc) count of 25/mm3. An additional wbc count taken in the hospital on (B)(6) 2021 presented with 2975/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed ceftazidime and a dose of vancomycin (routes, dosages, frequency of ceftazidime and duration not reported) during this hospitalization. The patient was able to undergo pd therapy for the duration of this admission (modality of pd not reported). The patient was discharged to home on (B)(6) 2021 with a home prescription of oral levofloxacin at 250 mg daily for 5 days and intraperitoneal ceftazidime at 1000 mg daily for 7 days. Though the root cause of the patient¿s peritonitis was unknown, it was affirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was readmitted to the hospital on 31/dec/2021 for constipation and for reasons unrelated to the peritonitis infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no confirmed source of this infection. Though the cause was unknown, it was affirmed by a medical professional this patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the presence of microorganisms that are part of the normal flora of human skin and the gastrointestinal tract. Therefore, the liberty select cycler and the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, during a follow up, a patient contact reported to fresenius this 70-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the home therapy program manager, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with alcaligenes (genus not provided), staphylococcus hominis and a white blood cell (wbc) count of 25/mm3. An additional wbc count taken in the hospital on (B)(6) 2021 presented with 2975/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed ceftazidime and a dose of vancomycin (routes, dosages, frequency of ceftazidime and duration not reported) during this hospitalization. The patient was able to undergo pd therapy for the duration of this admission (modality of pd not reported). The patient was discharged to home on (B)(6) 2021 with a home prescription of oral levofloxacin at 250 mg daily for 5 days and intraperitoneal ceftazidime at 1000 mg daily for 7 days. Though the root cause of the patient¿s peritonitis was unknown, it was affirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was readmitted to the hospital on (B)(6) 2021 for constipation and for reasons unrelated to the peritonitis infection.